Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of aneurysms of the abdominal aorta and bilateral internal iliac arteries using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior to the endoprostheses being implanted, the bilateral internal iliac arteries were coil-embolized. A trunk-ipsilateral leg component (rlt311413j/15792157) was advanced and its proximal portion was deployed in the patient¿s proximal neck. The physician decided to reposition the trunk-ipsilateral leg component so that its proximal portion was reconstrained and the delivery catheter was advanced proximally. The trunk-ipsilateral leg component was then deployed again just below an angulated portion of the proximal neck, followed by contralateral leg components being successfully implanted. After all the endoprostheses were implanted, a touch-up ballooning was performed using a non-gore manufactured balloon catheter. Intra-procedure imaging revealed a small aortic dissection around the proximal end of the trunk-ipsilateral leg component. The physician elected to implant an aortic extender component proximally to repair the dissection. The patient tolerated the procedure. It was reported that the patient¿s proximal neck was highly angulated (80-degree angulation). Additionally, it was reported by the physician that the catheter manipulation during reconstraining of the trunk-ipsilateral leg component or touch-up ballooning could have caused or contributed to the aortic dissection.